Event description:
Information received from the health care professional via a manufacturer representative regarding a multiple devices used for spinal therapy. It was reported that a screw was attempted to be implanted, but the handle broke into two pieces, the tips of the tab extension have bent and will not attach to the ring connection piece and the driver was stripped and will not properly engage with a screw. A removal bit was placed into extension attachment then a screw was attempted to be explanted, and the drill bit subsequently came out of the extension piece. While another screw was attempted to be implanted, another handle stopped ratcheting. There were no patient symptoms involved in this event. There were no further complications reported regarding this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis :part # 6550017 lot # k23g1110 visual and optical inspection confirmed the extender tabs have been bent due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.